Manufacturer narrative:
The company rep evaluated the system. Corrections included replacements of the system's hard drives. The system was tested to factory's specs. It functioned normally and was returned to use.

Event description:
The customer reported the panorama central station kept rebooting, which may have resulted in a loss of telemetry monitoring. No pt injury was reported.